Event description:
It was reported that during testing at stryker (B)(4), the device overheated. This did not occur during a procedure, to there was no pt involvement. There were no allegations of user injury or adverse consequences associated with this device.

Manufacturer narrative:
The device was not returned to the MFR for eval. However, it was discovered by the stryker service tech in (B)(4) that the device was being tested contrary to what the IFU recommends for testing.